Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the exhibited crosstalk post av (atrioventricular) node ablation. The ablation catheter was removed resolving the crosstalk issue. There were no adverse health consequences to the patient.